Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 1-2mm inaccuracy in anterior portions of the anatomy. After multiple tracer registrations that passed, when navigating deep in the sinuses, the surgeon noted the accuracy was 'spot on' but when touching the tip of the nose, the instrument appeared to float above the surface of the skin. The medtronic representative reported the tracer pattern looked good and had passed each time. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation confirmed that the alleged inaccuracy resulted from the plastic piece from under the patient tracker coming off when the head was turned. The software is functioning as designed.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Medtronic representative performed a navigation system check-out, all areas passed. A medtronic representative, following-up at the site, reported no further issues. Use error and set-up caused the event. Another medtronic representative recommended to the surgeon to optimize the pattern and trace the ridge of the nose over the tip and down to the columella. It was determined that a plastic piece came out of the frame when the surgeon turned the patient head.